Event description:
Kimberly-clark received a report stating, "customer pulled product from their stock and noticed that the sterile packaging was not sealed."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The reported seal defect was identified prior to use, and there was no patient involvement. The device history record was reviewed and documented that product met manufacturing specifications. The most probable root cause is associated with variability in the compacted size of the folded gown. When contents are not compacted adequately, the top package seal is stressed and has a probability of failing. Information from this incident will be included in the kimberly-clark complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.